Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 331mg/dl. The customer indicated that he was also in the hospital for low blood glucose. Customer declined to troubleshoot any further and declined to give information about the hospital or low blood glucose. No further details given.